Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon attempted to implant a cc4204bf collamer lens. As the lens was being advance it popped out the side of the cartridge. No patient injury.